Event description:
It was reported that the patient had an advance xp sling implanted. Following the implant surgery the patient's incontinence improved but he still continued to experience some urinary incontinence. It is not believed that there were any device issues or malfunctions that contributed to the continued incontinence. The patient was then implanted with an artificial urinary sphincter (aus) device.